Event description:
The pt reported being hospitalized for four days in 2007. He stated that he was diagnosed with ketoacidosis and he believes his infusion device is not delivering insulin properly. He stated that when he attempts to perform a disconnected bolus he does not see insulin drip from the infusion tubing and when he primes he does not see the piston rod move. To troubleshoot the pt was instructed to disconnect from his infusion site and to perform a bolus. He stated that he did not see insulin drip from the infusion tubing. He was then instructed to perform a prime and he stated that a very small amount of insulin dripped from the infusion tubing. He stated that his insulin expired in 08/2007. He stated that he was uncomfortable using the infusion device. He was advised to switch to his backup infusion device. Upon a follow up he stated that his blood glucose while using the backup infusion device was 140 mg/dl. His normal blood glucose range is 100-150 mg/dl. Product was replaced and requested to be returned for evaluation.